Event description:
The pump was returned for investigation. Investigation revealed that the force sensor had a cracked wire connecting the pins to the printed circuit board. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 11/07/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: evaluation revealed that the force sensor wire was cracked at the pin connection to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.